Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:product ID a810 lot# serial# unknown implanted: explanted: product type software product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2003explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a company representative indicated that the tablet application software version used at the time of the event was 1.1.342.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient called and spoke with a staff member. It was noted due to lack of training, the staff member only looked at the elective replacement indicator (eri) date not the pump life date. The patient was evaluated by neurosurgery who ultimately caught the pump needed to be replaced. Regarding the reason for the missed end of service (eos), it was noted the pump was interrogated at the last fill, but the cause of the dismissed warning was not known. The patient had her pump replaced by neurosurgery. It was noted their office now documents the eos date on all pump reports within the chart. The event was resolved, and the pump was running properly at this time after being replaced.

Manufacturer narrative:
Correction: continuation of d10: product ID neu_unknown_prog lot# serial# unknown implanted: explanted: product type programmer, physician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID :8709, serial# : (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 29-sep-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the event/difficulty occurred on (B)(6) 2021 during normal use. It was reported she was having increased pain in legs, was nauseated, and had diarrhea. The patient had been trying to notify her doctor¿s office as her pump was alarming and she felt like she was having withdrawal symptoms. It was noted it looked like her battery was at end of service (eos). The patient tried to notify her managing doctor¿s office and they told her to call medtronic. It was also reported the patient had phoned her previous physician (she had previously seen him a year ago) as she would like him to resume her care. She called him on (B)(6) 2021. After the patient reached out to the rep on the date of this report, the rep reached out to the previous physician and they were working on getting her pump replaced. The patient was instructed that if she felt like her withdrawal symptoms were not manageable that she should go to the emergency room. The patient was told the same thing on (B)(6) 2021 by her previous physician. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but would not be made available. Additional information was received from a company representative (rep) on 2021-sep-28 indicated the patient¿s pump was replaced on (B)(6) 2021. It was noted morphine 40 mg/ml was pulled out of the old pump and placed in the new pump, total of 6 ml per the doctor. The pump was started at 5.5 mg/day, previous dose per her managing physician. The pump was primed on the back table, as the physician was unable to clear the catheter. Unable to get a weight for the patient or previously medical information due to hospital protocol. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on 2021-oct-05 indicated end of service (eos) was confirmed the day of replacement and the rep had looked up the eos date. The reason for the missed eos was physician error. It was also reported the catheter was not replaced and a back table prime was done. The physician reported that the patient was getting efficacy prior to the eos. The catheter was not replaced and the pump was not returned as it was normal eos and this facility does not allow pumps to be taken as they go to pathology.